Event description:
It was reported that the spinal cord stimulation (scs) patient passed away for an unknown reason. Additional information was received that the patients death was not device or procedure related.

Manufacturer narrative:
Block b2: approximate date provided. Patient passed away on (B)(6) 2023. Block b3: approximate date provided based on block b2.

Event description:
It was reported that the spinal cord stimulation (scs) patient passed away for an unknown reason.

Manufacturer narrative:
Block b2: approximate date provided. Patient passed away (B)(6) 2023. Block b3: approximate date provided based on block b2.